Event description:
The hcp reported, the "pt had been in the hosp in another country since 2005 and her pump actually ran dry". She had been receiving fentanyl and clonidine intrathecally. She was treated with duragesic and was reported to be too ill to transport. The pt expired with the cause of death reported to be "unrelated to implanted system." A follow up report will be sent when add'l info is received.